Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service previously. There was no external damage to the device noted. Error log review showed there was flange sensor error in the history. Set-up for flow test replicated the primary complaint. The cause of the problem was the screw for the opt-coupler came loose. To correct the issue, installed screw for opto-coupler onto case. Device was cleaned, calibrated, and preventative maintenance was performed. Device passed functional/delivery tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the syringe flange sensor was not working. When checking the digital sensors, the syringe ear sensor was always false. There was no physical damage reported. There was no delay in therapy. There was no patient involvement.